Manufacturer narrative:
(B)(4). Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. "Growing granuloma" is a known potential adverse event addressed in the product labeling. "Uti" is considered an unexpected adverse drug experience. A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a patient was injected with about 0.1-0.2 per side in the tear troughs with juvéderm vollure¿ xc. About a year and 2 months later, the patient was injected in the jawline and pre-jowl sulcus with 1 cc of juvéderm voluma® xc. Patient developed a uti and received antibiotics treatment. Patient noticed ¿growing granuloma¿ at the pre-jowl sulcus injection site and right tear trough area at this time. Biopsy to confirm ¿granuloma¿ was not performed. Patient was treated with hylenex®. 12 days later the patient was treated with hylenex® once more. The treatment was reported as intervention necessary to prevent permanent damage. Symptoms resolved on that day. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00368 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.